Event description:
During a cataract extraction procedure, the clinic reported a posterior capsular tear in the operative eye due to excessive vacuum during the irrigation and aspiration mode. A vitrectomy was performed and the posterior chamber lens was implanted in the sulcus. The incision required suturing to close. The patient is expected to have a good outcome.

Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo service technician. Surgical cases were also observed. No issues were detected with the operation of the machine. The cause of the event was not able to be determined. The technician was not able to duplicate the reported event.